Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow-up, a non-sustained oversensing episode due to post-paced t-wave oversensing was observed. All electrical parameters were in range. No further action was taken. Patient condition was good.

Event description:
New information received notes that during follow-up, another instance of post-paced t-wave oversensing was observed. The patient was asymptomatic. Myopotential oversensing was observed. Programming changes were recommended, but the physician elected not to take any action. The patient was in good condition and will continue to be monitored.